Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the prograsp forceps instrument involved with the reported event, to perform failure analysis (fa). Isi received the initial prograsp forceps instrument (lot number: k10241121-0451) to perform fa evaluation. Upon inspection, the instrument was found to have a loose pitch cable at the proximal end. A visual examination of the backend revealed no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The prograsp forceps instrument failed manual articulation, exhibiting imprecise motion on pitch movement. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the prograsp forceps instrument did not respond to the surgeon¿s intraoperative commands (problem with lateral angulation). The issue occurred prior to the final lymph node dissection, and the instrument was subsequently replaced with another prograsp forceps instrument. During the exchange, it was noted that there was no visualization of the new instrument insertion, which was unusual. The assistant reported feeling no resistance during insertion and indicated that the instrument was guided by the patient side cart (psc) during introduction. At the end of the procedure, it was found that a prograsp forceps instrument had inadvertently passed through the sigmoid colon, which had been fixed to the abdominal wall for pelvic exposure at the start of the procedure. It remains unknown how the injury was managed, and if the incident resulted in any bleeding. The incident resulted in a surgical delay, but the procedure was ultimately completed. Initially, the patient experienced no clinical consequences and was maintained on a low-residue diet, receiving augmentin for one week. The patient also experienced increased anxiety. However, one week after discontinuing antibiotics and 15 days post-surgery, the patient developed left inguinal pain, followed by pubic pain. Rheumatology and infectious disease consultations were obtained, and magnetic resonance imaging (MRI) imaging was performed. A diagnosis of pubic symphysitis was made approximately one month after the procedure, supported by radiological, clinical, and biological findings, although bacteriological analysis of the aspirate remained negative. To manage the condition, the patient received prolonged antibiotic therapy. Initially, the patient had severe difficulty walking and required the use of crutches, but gradually improved with rehabilitation.